Event description:
It was reported when the patient presented for follow-up, he reported having had an episode of vt which was confirmed by a physician at another hospital. Multiple device interrogations at the clinic did not find any episodes of vt. Device malfunction was suspected. Medications were administered to address the arrhythmia. The patient was fine after the event.